Event description:
The initial reporter alleged discrepant results with the kit cobas 58/68/8800 hiv 192t ivd assay on the cobas 8800 system. The issue was identified during validation of the customer¿s cobas 8800 system using archived samples, comparing results from two cobas 8800 systems. Testing involved five patient samples. For patient 1, the initial test on the first cobas 8800 system generated a log10 titer of 5.39 iu/ml. Subsequent testing on the second cobas 8800 system produced a 'target not detected' result, followed by a third test on the same system yielding a log10 titer of 5.57 iu/ml. For patient 2, the initial test on the first cobas 8800 system generated a log10 titer of 5.91 iu/ml. Subsequent testing on the second cobas 8800 system produced a 'target not detected' result, followed by a third test on the same system yielding a log10 titer of 5.94 iu/ml. For patient 3, the initial test on the first cobas 8800 system generated a log10 titer of 3.67 iu/ml. Subsequent testing on the second cobas 8800 system produced a 'target not detected' result, followed by a third test on the same system yielding a log10 titer of 4.02 iu/ml. For patient 4, the initial test on the first cobas 8800 system generated a log10 titer of 4.13 iu/ml. Subsequent testing on the second cobas 8800 system produced a 'target not detected' result, followed by a third test on the same system yielding a log10 titer of 4.18 iu/ml. For patient 5, the initial test on the first cobas 8800 system generated a log10 titer of 5.64 iu/ml. Subsequent testing on the second cobas 8800 system produced a 'target not detected' result, followed by a third test on the same system yielding a log10 titer of 5.96 iu/ml. The results from the initial and third tests were consistent with the assay¿s accuracy and precision claims, while the 'target not detected' results were identified as outliers.

Manufacturer narrative:
The reported event involved a cobas 8800 system with serial number: (B)(6). The investigation determined that the kit cobas 58/68/8800 hiv 192t ivd assay was performing within specifications. A review of the subset of data showed that controls generated valid results, and the initial and third test results were consistent with the assay¿s accuracy and precision claims. The 'target not detected' results were identified as outliers. The investigation was limited due to the unavailability of complete raw data. It is likely that pre-analytical factors, such as improper handling or labeling of the samples, contributed to the observed discrepancies. A systemic issue with the product was not identified. The device remains in operation at the customer site. A definitive root cause for the reported event could not be determined based on the available information.